Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log accompanied with a low battery user advisory. However, the reported problem could not be duplicated with the device during investigation with a test battery. The battery contact pins were replaced as a precaution since some debris was found around the posts. The device was recertified and returned to the customer. It is noteworthy to mention the battery used at the time of the report event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the device issued a "shock advised" prompt but the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.